Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver correctly the scheduled volume within the stipulated time, even though it was configured in accordance with the prescription. The status of the product was before the delivery of medication. There was patient involvement and no harm was reported as a result of this event.

Manufacturer narrative:
D9 - date returned to MFR: 02-mar-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No service activity was recorded within the past 12 months. A visual inspection revealed no physical damage. Functional testing was performed and confirmed that the pump operated within specification. The complaint could not be confirmed, and a root cause was unable to be determined.